Event description:
The reporter contacted animas on (B)(6) 2013, to request mailings to the patient be stopped because the patient was deceased. The reporter stated she was "special needs trustee" for the patient and stated the patient was found dead in his home, undressed in the bedroom, on (B)(6) 2012 and was believed to have died on (B)(6) 2012. The reporter stated that it was suspected that the patient had a bg excursion and fell. The patient reportedly had a "small cut that was consistent with falling" and it was believed that the fall occurred during the night. The reporter stated the specifics of the patient's death are unknown because an autopsy was not authorized. The reporter stated the patient had been working with his healthcare provider (hcp) to try to gain better control of his blood glucose levels. The reporter stated that the patient had been having trouble with insulin boluses and they were being adjusted by the hcp. The reporter stated she believed the patient's insulin pump was attached to the patient at the time of death and that it was with the body when the body was delivered to the medical examiner. The reporter stated she is not certain where the pump is at this time but believes that it was donated to a local charity after being returned to her by the medical examiner. The reporter stated the cause of death listed on the death certificate is "complications of diabetes" and the manner of death is listed as "natural." The reporter stated that when she was able, she would send a copy of the death certificate and other related documents to animas. Although no allegation has been made implicating the involvement of the insulin pump as a contributing factor in the patient's death, this complaint is being reported because at this time, it is unknown if the animas insulin pump caused or contributed to the death of the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2015.